Event description:
It was alleged that on (B)(6) 2012 the pct (patient care tech) was splashed with ¿contaminated¿ dialyzer fluid when disconnecting the dialyzer from the dialysis machine. The patient was not wearing ppe (personal protective equipment) at the time. The pct was seen by a physician on (B)(6) 2012. He was treated with prophylactic medications. Truvada (anti-viral agent) and ondansetron (anti-emetic), and was referred to an infectious disease specialist to rule out blood borne pathogens. He was discharged from care on (B)(6) 2013 with no resulting known disability and no add¿l care was requested or recommended.

Manufacturer narrative:
Based on the info provided, no definitive conclusion can be drawn. Currently, medical records have not been provided. Product identifiers are unk therefore a mfg review cannot be performed. A supplemental report will be submitted if add¿l info becomes available.